Event description:
The customer reported zero (0) results for estradiol quality control (qc) and patient results after the instrument had precision pump issues following a recent preventive maintenance (pm) and service involving the access 2 immunoassay system. The customer stated patient results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) previously rebuilt the precision pump and replaced the fluidics line. The fse noted air continued to get into the fluidics line. The fse noted dried buffer in the threads inside the horn of the transducer which allowed air to get into the line through the fluidics nut. The fse replaced the transducer and resolved the issue. The fse performed level sense test and primed the system several times without any evidence of air. The fse performed system check and extra unwashed repetitions for system verification. The instrument conformed to the manufacturer's published performance specifications.